Event description:
The customer reported he tried to move the c-arm down and it would not move down. No pt was harmed.

Manufacturer narrative:
(B)(4). The ge service rep replaced the power supply. The system operates as intended.